Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had leaked a couple of times but they did not report it because the device was functioning normally. However, the insulin pump¿s screen was currently malfunctioning. The display showed different colors. The customer¿s blood glucose level was 12.2 mmol/l. Troubleshooting was performed. The customer stated they do not see fluid under the display. There were no cracks on the device. The device will not be returned for analysis.